Event description:
It was reported that an implant at tooth site #26 was removed because the hex was fractured. Patient suffered from pain, edema and inflammation. Procedure was not completed. Upon investigation, a fractured screw fragment identified inside fractured implant. This complaint refers to the fracture screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products. Tsvm4b10, imp, tsv, mcol mg,4.1mm,10m lot 64007531. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed, a fracture has been identified inside implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown zimmer screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review as per, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified inside implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.